Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during a routine device follow up, this pacemaker was found to be operating in safety mode. The patient was admitted to the hospital and a temporary pacemaker was placed until the device replacement procedure could be performed. No additional adverse patient effects were reported. It was later reported that the device was explanted and replaced as planned. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Event description:
It was reported that during a routine device follow up, this pacemaker was found to be operating in safety mode. The patient was admitted to the hospital and a temporary pacemaker was placed until the device replacement procedure could be performed. No additional adverse patient effects were reported.

Manufacturer narrative:
This report will be updated when additional information is received.